Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. Correction to fields b2: outcomes attrib to adv event, f10: impact codes, and h6: impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. This lead was explanted. No additional adverse patient effects were reported.